Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for pulmonary embolism. Approximately nine years post filter deployment, CT abdomen/pelvis performed for right-sided abdominal pain radiating to the back revealed the filter below the level of the renal veins with multiple tines projecting beyond the lumen of the inferior vena cava. A tine on the left projected through the aortic wall and was noted within the lumen of the aorta. Two other tines appeared to penetrate the duodenum; it was unclear if these were within the wall or transmural. There was no evidence of hematoma or retroperitoneal fluid. Patient presented two and half months later with abdominal and back pain that is positional. Given the nature of her complaint and the appearance on scanning, it was felt that the ivc filter was the representative etiology of her symptoms. Filter retrieval was unsuccessfully attempted the same day multiple times with a variety of glidewires and catheters. Cavogram during attempted filter retrieval revealed one strut was fractured and was likely imbedded in the vertebral body. An additional strut was fractured during the course of the procedure, but was adherent to the wall and showed no evidence of migration. Completion cavogram revealed a widely patent filter with no evidence of extravasation. One day later, CT abdomen/pelvis revealed one of the legs of the device appeared to have fractured into the inferior vena cava lumen at the level of the device since the prior study. Four months post first filter retrieval attempt, the filter was removed via exploratory laparotomy. During the procedure, it was noted that there were struts of the filter penetrating the vena caval wall toward the duodenum. They did not, however, enter the duodenum nor was there any spillage from the duodenum. Struts were exposed toward the aorta. This again was gently removed from the wall of the aorta without any evidence of aortic leak or perforation. Finally a single strut was penetrating toward the spinous ligament and this also was carefully extruded from the spine area, again without any damage. Pathology report showed imbedded silver metal wires in an umbrella configuration, consistent with an inferior vena cava filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years eight months post deployment, CT revealed multiple tines projecting beyond the ivc. Approximately eight years ten months post deployment, ivc filter retrieval was unsuccessful using a variety of glidewires and catheters. Cavogram during attempted filter retrieval revealed one strut was fractured and was likely imbedded in the vertebral body. An additional strut was fractured during the course of the procedure. Approximately nine years three months post deployment, the filter was removed via exploratory laparotomy. Multiple struts were found perforating the ivc towards adjacent structures without any evidence of damage or spillage. Therefore, the investigation can be confirmed for limb detachment, perforation of the ivc, and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Snf filters are designed to be permanently implanted filters. Therefore, removal difficulties would be expected during a removal attempt. However, the root cause for the perforation of the ivc and limb detachment is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unspecified reasons. At some time post filter deployment, it was alleged that the filter detached and the filter struts have perforated into the organs. Subsequently, the filter had tilted with the filter embedded in the wall of the ivc. Furthermore, the patient allegedly experienced bleeding. The device was removed via an open abdominal procedure after an initially attempted but unsuccessful percutaneous removal procedure. It is unknown if any detached filter struts are retained in the patient¿s body. The current status of the patient is unknown.